Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the garments were too tight and were causing blisters. There is no allegations of any open skin. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cream based medication. Patient was also issued larger garments by the distributor. Outcome of the blisters are unknown.